Manufacturer narrative:
The actual devices and photograph samples were received for evaluation. The returned photographs were reviewed, and it was noted that the products were wet after use. Visual inspection on the actual samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the housing near the welding zone. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed from two units of u9000 set during disinfection. The packaging of the product showed no defect and within the expiration date. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.